Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump alleged under delivery because they experienced unusual events where there was a problem with the delivery and hence the blood glucose level goes up. Customer¿s blood glucose level was 360 mg/dl and the current blood glucose level was 336 mg/dl. Customer was treated with manual injections for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The device will not be returned for analysis.